Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an insulin flow blocked alarm due to an occlusion in the tubing on (B)(6) 2026. No further information is available.